Manufacturer narrative:
(B)(4). Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Device received with broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was broken. The customer¿s blood glucose level was 175 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to back up plan per healthcare professionals instructions until replacement arrives. The insulin pump will be returned for analysis.